Manufacturer narrative:
The ref. C14212 has been allocated to this case by rayner. A discussion regarding the reports of opacification and the authors observations is included within the literature. This section reads "it is important to recognize iol opacification as a late complication of dsaek because increased use of dsaek could mean a significant number of pts will be affected by this complication. How dsaek causes iol opacification is unclear. Possibly air in the anterior chamber or a breakdown of the blood-aqueous barrier is responsible. Air in the anterior chamber might increase the permeability of the iol surface, allowing proteins or other factors such as iconic salts through and enabling development of nidus for dystrophic calcification and resulting in iol opacification; in this case series and in previous reports, iol opacification seems consistently to be on the anterior surface of the iol...another possible risk factor for iol opacification after dsaek is the material used to MFR the iol. All cases in our study involved hydrophilic acrylic iols, as did the cases in the other studies dis-cussed... Although all the cases in our study involved hydrophilic acrylic iols, the exact material type and source remains mfrs' proprietary info; the available info suggests that there is no common mfg source". Rayner has contacted the first author of the paper in order to obtain further info on the report of iol opacification involving a t-flex aspheric 623t iol. The first author has now left the healthcare facility where the event occurred and is awaiting consent from the hospital to release additional info. The paper states that the pt has fuchs endothelial dystrophy. The rayner IFU contraindicates corneal decompensation and endothelial insufficiency. The results of any additional investigation actions performed and any further info received on this case by rayner will be provided in a follow-up report.

Event description:
Rayner intraocular lenses limited identified a case of iol opacification involving a rayner t-flex aspheric 623t iol in a paper titled 'intraocular lens opacification after corneal endothelial keratoplasty: electron microscopy and x-ray element spectroscopy analysis'. The paper states "an (B)(6) year old man presented with blurred vision in the right eye caused by cataract and fuchs endothelial dystrophy. The right-eye cdva was 6/60. Phaco-emulsification and iol implantation (623t, rayner intraocular lenses ltd.) Were performed. The iol was hydrophilic acrylic and was manufactured from rayacryl, a proprietary copolymer of 2-hema and pmma with ethylene glycol dimethacrylate as a cross-linking agent. The cdva improved but within 16 months postsurgery decreased to 6/60 again because of endothelial failure. Descemet-stripping automated endothelial keratoplasty was performed in the right eye using the method described in case 1. Within 1 month, the cdva improved to 6/6. After another month, however, anterior surface opacification was noted and cdva was 6/9. At last follow-up 2 years later, the opacification had remained stable and asymptomatic and the cdva remained 6/9".